Event description:
On 2/11/97 the blood perfusion monitor was used post operatively to measure blood flow on a muscle flap transplant on a 39 yr old male pt. The muscle flap failed yet the monitor indicated some blood flow. The monitor was tested at the plastic surgery lab immediately after the case with no trouble found. The monitor has not yet been returned to the MFR for eval.